Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with mentor memorygel silicone gel breast implants for unknown indication on (B)(6) 2010 developed a number of illnesses and symptoms, including but not limited to: rheumatoid arthritis, fatigue, joint pain, muscle weakness, joint stiffness, memory loss, shortness of breath, cognitive dysfunction, chest pains, itching, nausea, dizziness, numbness in her extremities, issues with her vision, skin rashes, sensitivity to light, night sweats, dry eyes, metallic taste, poor wound healing, and hair loss. On (B)(6) 2016, the patient underwent bilateral explantation of the devices where a gel bleed/rupture was discovered. It is unclear whether this was unilateral or bilateral. No follow up was completed as this is a litigation case. .should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.